Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a pacemaker with no wireless telemetry. The atrial lead exhibited noise. The ventricular lead exhibited high pacing threshold, loss of capture, and noise. The system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-23603; related manufacturer reference number: 2017865-2020-23604.

Manufacturer narrative:
A partial lead with the distal portion measuring 43.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.